Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited noise upon movement of arm and high impedance. The patient was asymptomatic and did not have any adverse events. It was noted that an episode of non sustained right ventricular oversensing was detected. The lead was capped and replaced on (B)(6) 2018. The patient was doing well post procedure.